Manufacturer narrative:
The endpiece has come off distal end; it was not returned with instrument. The shaft is bent slightly to the left; the weld at the base of the shaft where it fits into the locking block has deteriorated all around the base. Some metal plating has come off at the base of the shaft. There is a dent on the shaft where the base bells out which could have occurred when shaft was bent; also the shaft is scratched. The plating is worn off on the stopcock toggles. This instrument exhibits signs of extensive wear plus the sheath may have been subjected to an abrasive cleaning material (e.g., sporox) which can not only cause damage to the plating, but also to welds. The endpiece is welded on and may have come off due to improper cleaning material causing deterioration in the weld.